Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of a misidentification of brevibacillus spp. As escherichia coli (e. Coli) in association with the vitek ® ms while testing a pharmaceutical product. The investigation included analyzing the data provided from the customer tests performed. Conclusion on the system: the customer's system was at the limit during the tests. A new fine tuning was recommended to be scheduled. The customer's spot preparation quality was not optimal. The sample "all peaks" values are heterogeneous; there is a high variation. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator...). Conclusion on the identification: with the information provided by the local customer service, the expected identification is unknown but most probably not escherichia coli. Suspected cause: lack of fine tuning monitoring. Non optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of brevibacillus spp. As escherichia coli (e. Coli) in association with the vitek ® ms while testing a pharmaceutical product. The original result was a single preparation with a result of e.coli (99.9%). The customer noticed that e.coli was an atypical result based on the media used for the sample and performed retesting on the vitek ms. The retest samples were performed in duplicate yielding results of brevibacillus spp. (99.9%) for both sample preparations. There is no patient associated with this isolate, therefore there is no adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.